Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medication orders were not crossing to the cabinets. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication orders were not crossing to the station. A technical support specialist (tss) reported that users were unable to pull medications from the station using patient orders and instead had to manually search for medications, after which no issues were observed. Tss also identified the root cause as the station not being configured in profile mode, dialed into the station and server and verified in patient encounter system (pes) that profile mode was not enabled and that temporary non profile was not selected, explained to the customer that due to this configuration, users were unable to view patient orders at the station when pulling medications, informed the customer that the tss was unable to make configuration changes due to customer support center (csc) access restrictions. The customer stated that they had contacted a becton, dickinson (bd) representative involved in the project, to assist with enabling profile mode, remained on the call at the customers request for additional support. The customer later confirmed that profile mode was enabled, and onsite staff verified that patient orders were now visible and functional on the station. The customer confirmed issue resolution and approved case closure. The system functioned as intended after the technical support specialist investigated the issue.